Event description:
There was an allegation of questionable elecsys anti-hbc ii results from the cobas e 801 analytical unit. A donor inquired via email if any interfering substances could cause a false positive result. The donor alleged, "my husband and I like to donate blood regularly. After 25 donations, he got two isolated anti-hbc positive letters from the blood center we used. However, I found out from the blood center that they switched assays and that lines up with when my husband started getting the anti-hbc positive results. Is there any interfering things that could cause a false positive or do you think the new assay is more sensitive? Prior to (B)(6) 2025, the laboratory used the ortho hbc elisa test system for anti-hbc testing and the gs hbsag eia 3.0 assay (mouse monoclonal) for hbsag testing. Effective (B)(6) 2025, the laboratory began using the cobas elecsys anti-hbc ii and cobas elecsys hbsag ii assays, manufactured by roche diagnostics. His doctor tested his anti-hbs and it was also negative, so he started the vaccine series between the two positive letters, but 30 days before the second donation." Results for the donor were provided as: (B)(6) 2025: anti-hbc, hbsag, and hbv dna by pcr were all negative, (B)(6) 2025: anti-hbc reactive, hbsag, and hbv dna by pcr negative, (B)(6) 2026: anti-hbc reactive, hbsag, and hbv dna by pcr negative.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was not provided. The investigation is ongoing.